Event description:
It was reported that increased pacing impedance, loss of capture, and noise leading to oversensing were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed. The patient was stable and will continue to be monitored. There were no adverse consequences.